Event description:
Customer used the 15cm needle when he meant to use the 12cm due to similar packaging. This lead to an incident where the longer stylet punctured the anterior wall of the vertebral body almost puncturing the aorta. The customer indicated that this was a near miss and could have been prevented with distinguishing packaging for the different length needles. A sample is not available. On (B)(4) 2011, the customer ((B)(4)) confirmed that a cat scan was performed in the room at the time of the event, identifying no problems and there was no injury or medical intervention. The customer indicated that the aorta was not punctured. The lot number is unknown and the sample was discarded. No further information is available.

Manufacturer narrative:
(B)(4). A complaint sample was not received for evaluation. The event has been reported by the customer as misuse. Consequently, the incident is not related to the performance of the vertebral augmentation needle or any of its manufacturing processes. A review of complaint data did not identify any trend with this or similar failure modes. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported condition. Based on the investigation results, the root cause was identified as customer misuse. A device history review (DHR) could not be completed without a lot number being provided. Appropriate feedback will be recommended to the customer. Professional feedback may include, but is not limited to, best-practice techniques, labeled instructions and precautionary warnings related to using the proper image devices for proper imaging guidance when using this device. The product directions for use (dfu) contains warnings related to using appropriate imaging techniques to verify correct needle placement, absence of damage to surrounding structures, and appropriate injection of the bone cement.